Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set was unable to be securely connected with a titanium adapter. The reporter stated that the devices were easily separated after being connected. A patient was reportedly involved, and their exchange method was automated peritoneal dialysis. The titanium adapter was still in use after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. Visual inspection was performed with a microscope which identified a damaged patient adapter. Functional tests performed: leak testing, clear passage testing, clamp function testing, torque engagement, device to device interaction testing, and uv spike diameter measurement. A leak was noted during leak testing and integrity of seal surface testing from connection to titanium adapter. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.